Event description:
It was reported the cutter motor would not spin up on the driver when the cutter knob was moved forward. This occurred on the first sample. The patient's breast had been pierced. The doctor stopped the case. The patient was rescheduled.